Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
A break at the luer/tube connection of the infusion set was observed 2 times resulting in insulin leakage. Blood glucose level was up to 24.9 mmol/l. No adverse event alleged. Device not available for return.